Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit/hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide model: 18320. 18296-eng-aw rev b 06/18. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that on (B)(6) 2019, they were heading to the store. The patient states that when they left to go to the store, the blood glucose (bg) levels were at 140 mg/dl. Patient states that after they got into the car and started driving, the bg levels dropped to 57 mg/dl within 3 minutes. Patient states that they gave them self an injection of glucagon and drove straight the the emergency room (ER). Patient states that as soon as they got the ER, they collapsed and the ER personnel had to bring them inside. Patient's bg levels were 32 mg/dl by the time they got into the ER. Patient was treated with d-50 (25 grams of glucose in a 50 ml prefilled syringe, 50% glucose) and monitored her for an hour. Once the patient's bg levels reached 230 mg/dl, they were sent home.